Event description:
Baxter reports leaking between blue and white connection at twist clamp (despite clamp being fully closed and locked into place). Per affiliate, no pt injury or medical intervention were associated with this incident.